Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found the lead insulation cut consistent with procedural damage at the proximal region of the lead. The reported event of high capture threshold, r-wave amplitude variation, and insulation damaged were not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, and increase in capture threshold and intermittent sensing was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced. During the lead revision, the physician visually observed insulation damage on the rv lead. The patient was stable with no consequences.